Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii leaked.

Manufacturer narrative:
Additional information: (d) added catalog #, lot #, and expiration date. (H) added manufacture date. Investigation results: no abnormality is found in the production process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample is not received, the use state of the pinch clamp cannot be identified, so the root cause of the clamping failure of the pinch clamp cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information.